Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# va05gp1, implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 74001, lot# n285448, implanted: (B)(6) 2011, product type: adapter. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3888-33, lot# j0519260v, implanted: (B)(6) 2005, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6)2005, product type: extension. (B)(4).

Event description:
The patient reported a loss of stimulation following a fall in (B)(6) 2015. This was a sudden change in therapy. When trying to recharge, the reposition antenna screen appeared. Follow-up was performed to determine the cause, and what steps were taken to resolve the reported event. This event will be updated if additional information is received.